Manufacturer narrative:
Follow-up submitted to report device evaluation. A1 patient identifier, a4 patient weight, not provided.

Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or failure of implant to integrate.